Event description:
Data was provided for investigation. The allegation is unable to be determined and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient experienced reporting that screen display frozen the readings would not show the new reading only after closing app and reopening it. The patient experienced a ¿frozen¿ continuous glucose monitor (cgm) reading of 6.5 mmol/l, that did not change even after self-treatment with insulin. An unknown time after the self-treatment, based on the cgm reading not changing, the patient experienced a hypoglycemic event with tremors and a seizure. The spouse called the paramedics, and when they arrived a fingerstick was done and the cgm reading was 6.5 mmol/l, and the blood glucose reading was 1.0 mmol/l. The patient received intravenous treatment with glucose. Of note, the paramedics had difficulty when putting in the intravenous line due to the tremors, but after giving the intravenous glucose the seizure stopped. The patient was brought to the hospital, but it was not reported that more treatment was provided. The spouse realized later that the app worked again after closing and reopening it. At the time of the report, which was the same day as the day of the event, the patient was resting and doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code. 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.